Event description:
During the testing of the device as part of the routine servicing, software communication errors occurred twice. After both software communication errors the device did shutdown, and had to be restarted to pursue testing. No patient was involved when event occurred.

Manufacturer narrative:
The root cause was identified as a known residual software bug.